Event description:
It was reported that during surgery, the receptacle where the visualization tool slides and locks onto the handpiece seen as off-centered causing the handpiece to become stuck and difficult to remove. Less than 30 minutes delay was reported and a backup device was available. No injury to the patient.

Manufacturer narrative:
The device was being used during treatment and was returned for evaluation. The lot number for the device was not provided. However, all lots of pn 101425 distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed finding one lot that was related to fit issues between the handpiece and the visualization tool. However, without the lot information, it cannot be determined if the reported product met manufacturing specifications prior to being released for distribution. A complaint history review was performed and found similar reports of the issue. This issue will continue to be monitored. A relationship between the device and the reported event could not be established. The reported event was not confirmed. The plate probe was connected to a handpiece, drill, and long attachment and there were no fit or locking issues. Therefore, there was no problem found.